Event description:
Patient was revised to address instability. Update rec'd (B)(4) 2012 - pfs and medical records received. Part/lot info given. A correct doi and dor was given. After review of the revision operative note it indicated metallosis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and liner. Per procedure, these product codes are exempt from DHR review. Review of provided medical records indicate the patient has bi-lateral hip replacements and was scheduled for revision due to pain associated with a vertical cup and poly-wear. The cup was found to be well ingrown and not revised. No x-rays were provided and positioning cannot be commented on. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.